Manufacturer narrative:
.

Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The recipient reportedly elected revision surgery for a technology upgrade. The explanted device was discarded. A review of the device history record revealed no anomalies. This is the final report.